Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose reached over 600 mg/dl due to pump running out of insulin during the night, reportedly customer applied manual injections to address the issue. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.